Event description:
Customer reported blood glucose results of 527 mg/dl and 226 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms at the time of the incident, took medications as normal. No adverse event reported. A request was made for the return of the system, replacement was sent.